Manufacturer narrative:
(B)(6).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2015. The patient's father reset the receiver and smart device but reset was unsuccessful. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.